Manufacturer narrative:
Customer complaint of failure to remove lead from header was not confirmed. The pacer was received without a header, with normal telemetry conditions and battery voltage at eri. Visual examination found the header was removed by force, and only partial pieces were returned damaged. Partial lead was found inside a header piece, setscrew and lead were removed without difficulty. Cautery and tool marks were noted on pacer. Analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on monthly current, indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine pulse generator change. During the procedure, the physician attempted to remove the competitor lead from the device header due to the setscrew that appeared to be stripped. The physician required a bone saw to remove the lead from the header. The device was explanted and replaced. The patient was in stable condition.